Manufacturer narrative:
Submit date: 1/19/2017. An investigation is currently underway. Upon completion, the results will be forwarded,

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage of the unit, on (B)(6) 2017, service found the unit had no alarm at feeding completion.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿no audible alarm¿ the unit was triaged and the reported condition was confirmed, as the service technician found this consistent with a no audible alarm. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.